Manufacturer narrative:
To date,the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The report stated that the ligasure handpiece did not work properly. There was no dissection and slight bleeding. Another ligasure handpiece was used to complete the surgery.